Event description:
The international customer reported the ventilator had a vent inop due to an air valve liftoff failure. The customer reported there was no patient involvement. The manufacturers service engineer replaced the blower and blower motor controller pcb board to address the reported problem.